Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.